Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving gablofen (baclofen) (600 mcg/ml at unk mcg/day) and morphine (unknown) (5 mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the pump was refilled on monday after the low reservoir alarm had gone off (expectedly). It was noted that the pump was filled and updated using the clinician programmer and the patient reported that non-critical alarm has continued to sound since the pump update. The healthcare provider (hcp) confirmed that software should be version 2.0, but caller was not the person who did the programming and was not with the patient at the time of the call. An agent reviewed that alarm can be manually silenced by interrogating then selecting the "active alarm" button on the homepage and silence with another pump update.